Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The patient has a non-curonix scs device implanted. Per the freedom spinal cord stimulator system, implantation of neurostimulator instructions for use (05-20400 rev. 5), "active implantable or body-worn medical devices - safety has not been established for patients who use the freedom scs system with other active implantable or body-worn medical devices. These devices include other neurostimulation systems, insulin pumps, automated external defibrillators (AED), cochlear implants, and wearable medical sensors. Malfunction and/or damage could occur to either system, harming the patient or nearby people. " RMA 11091 and RMA 11092 were opened to investigation the transmitters used by the patient. Results are as follows: - RMA 11091: investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. The unit powers up and there is no indication of the device falling apart. After fully charging the battery, the unit operated for 15 hours and 48 minutes on the active setting at maximum power index. -RMA 11092: investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. The unit powers up and there is no indication of the device falling apart. After fully charging the battery, the unit operated for 22 hours and 06 minutes on the active setting at maximum power index. The stimulator is used to treat pain. The cause of the reported issue is due to interference from a non-curonix device (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported occasional electric shocks while using one of their transmitter assemblies. The patient was provided a new transmitter and has not experienced any additional shocks.